Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that transparent foreign matter was found in the syringe 10ml ls 21x1-1/2 dn emerald when drawing up sodium chloride. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse used a 10ml syringe and opened the outer package on (B)(6) 2020. A transparent object was found in the syringe when inhaling 0.9% sodium chloride injection, so the syringe was stopped immediately. Before opening the outer package, the nurse checked that the outer package was intact without moisture damage and replaced another syringe"

Event description:
It was reported that transparent foreign matter was found in the syringe 10ml ls 21x1-1/2 dn emerald when drawing up sodium chloride. The following information was provided by the initial reporter, translated from chinese to english: "the nurse used a 10ml syringe and opened the outer package on (B)(6) 2020. A transparent object was found in the syringe when inhaling 0.9% sodium chloride injection, so the syringe was stopped immediately. Before opening the outer package, the nurse checked that the outer package was intact without moisture damage and replaced another syringe."

Manufacturer narrative:
H6: investigation: a device history record review was completed for provided lot number 1904193. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect or foreign matter were identified. Root cause could not be determined.